Manufacturer narrative:
Device label code for f10. Position 1 and 2: 1738.

Event description:
The iab leaked back into the pump. This was the only info at the time of the initial report. On 4/24/97, datascope was notified by the risk manager at the facility that the iab would not be released for evaluation. On 8/27/97, datascope received the following info: the iabp was pumping 1:1 without complications with adequate augmentation. Blood droplets suddenly were noted in the tubing; then, with next few pulsations before the machine could be turned off, the tubing filled with blood. Event complications: unk - reported 3/31/97, none - reported 8/27/97. Patient's current status: unk - rpt'd 3/31/97.